Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(4) of peritonitis. On (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2010, prior to the start of antibiotic therapy, the patient had a peritoneal effluent culture with unknown results. The patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized and began treatment with amikacin 150 mg loading dose intraperioneal (ip), targpcid 400 mg loading dose ip, fortum 500 mg three times daily ip, reflin 500 mg three times daily ip, and heparin 1000 iu three times daily ip. Pd therapy was ongoing. The peritonitis was resolving. It was unknown whether the break in aseptic technique resolved. Concomitant medications were not reported. The reporter believed the peritonitis was not related to pd therapy, but did not provide an opinion of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.